Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350-2023-01323.

Event description:
It was reported that during surgery the device skipped and left a strip of skin and a shallow gouge. No additional patient consequences were reported. Due diligence is in progress. No additional information is available at this time.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350 - 2023 -01323- 1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.